Manufacturer narrative:
The gore® excluder® iliac branch endoprosthesis and aortic introducer sheath were returned for analysis. The device evaluation showed that the delivery catheter was broken at the trailing olive. The leading end had pulled out of the trailing olive bond. The inside of the trailing olive had imprints from the polyimide guidewire lumen. The leading olive was still attached to the polyimide guidewire that had separated from the delivery catheter. The introducer sheath had multiple kinks in it. The deployment knob had been unscrewed from the delivery catheter. The deployment line was extended out of the deployment line lumen of the catheter. The stent graft had been deployed and was no longer on the leading end of the catheter. The findings from the evaluation are consistent with the physician¿s observations. The cause for the catheter breakage could not be determined with the available information. The reported sticking of the device inside the introducer sheath and breaking of the device when the catheter was pulled when stuck are consistent with the findings of the evaluation. This type of occurrence will continue to be monitored. The excluder iliac branch endoprosthesis instructions for use (IFU) clearly states: do not advance the device outside of the sheath. The sheath will protect the device from catheter breakage or premature deployment while tracking it into position. Do not rotate any delivery catheters while the endoprosthesis is inside the introducer sheath. Catheter breakage or premature deployment may occur. Do not rotate the internal iliac component (iic) delivery catheter during delivery, positioning or deployment. Do not continue advancing and withdrawing any portion of the delivery system if resistance is felt during advancement of the guidewire, sheath, or catheter. Stop and assess the cause of resistance. Vessel or catheter damage may occur. According to the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), additional considerations for patient selection include but are not limited to a patient¿s anatomical suitability for endovascular repair. Ilio-femoral access vessel size and morphology (minimal thrombus, calcium and / or tortuosity) should be compatible with vascular access techniques and the vascular introducer sheaths and accessories necessary to deliver the endoprostheses.

Manufacturer narrative:
A review of the manufacturing records for the devices verified the lots met all pre-release specifications. The device was sent to gore for analysis. The investigation is in process. Further information will be provided.

Event description:
On (B)(6) 2019, this patient underwent treatment of an abdominal aortic aneurysm, a left common iliac artery aneurysm, a right internal iliac aneurysm with gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. After the iliac branch component was placed in the right common iliac artery, the internal iliac component (hgb161007j/20524862) was delivered from the patient's left side, but it was stuck near the gate of the right internal iliac artery and the delivery catheter could not be advanced further. In order to perform poba in this artery, the physician tried to remove the delivery catheter, but it was stuck at the position where the leading olive tip came out of the sheath and could not be removed. When the delivery catheter was pulled, the catheter was broken within the sheath and the catheter became separated. The physician was able to remove the separated catheter along with the sheath. Because there was a kink in the sheath, the procedure was proceeded using another sheath. There is no health hazard for the patient. The procedure was concluded without any further reported complications. The physician's comment: it was likely that the delivery catheter was caught at kink in the sheath, and the catheter was separated due to further pulling. The sheath¿s kink was occurred due to patient anatomy, such as tortuous in left external iliac artery - left common iliac artery.